Manufacturer narrative:
MFR's report date: 02/25/2011. (B)(4). One used infusion set was received for investigation. A tear was observed in the silicone tubing at the upper fitment. A crush mark was also observed on the upper fitment. No other anomalies were observed. The cause of the leak was determined to be a tear in the infusion set tubing. The cause of the tear was undetermined. The lot number was not determined but based on the smartsite laser number this sample's exp date was either 11/01/2013 or 12/01/2013. The lot number was not identified, but based on the smartsite laser number this device was manufactured between 11/30/2010 and 12/08/2010.

Event description:
The customer reported that the set leaked near the upper fitment. There was no serious injury or medical intervention required for the pt due to this incident. Although requested no additional info was available.